Event description:
It was reported that low defibrillation impedance was observed on the right ventricular (rv) lead. The patient was admitted to the hospital for the event. No intervention has been performed at this time to resolve the event. The patient was in stable.